Event description:
It was reported that the lead was capped due to a failure to sense. Sensing slowly decreased over time. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.